Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed that the body of the guidewire was kinked. Additionally, microscope inspection revealed that a portion of the distal end was detached and did not return for analysis. Dimensional inspection revealed that the total length of the guidewire was measured from proximal to distal and were not within specification as the 1.5 of the distal end were detached and did not return for analysis.

Event description:
Reportable based on device analysis completed on 04jul2025. It was reported that the wire was kinked. The 97% stenosed target lesion was located in the mildly tortuous and severely calcified artery. A rotawire was selected for use. During the procedure, it was noted that the wire was kinked. The device was removed was removed intact from the patient and the procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed that a portion of the distal end was detached and did not return for analysis.